Manufacturer narrative:
The complaint investigation included a search for similar complaints, the review of complaint text, trending data, labeling, and device history records and scientific literature. Tracking and trending reports were reviewed and did not identify any related trends. Labeling was reviewed and sufficiently addresses the customer's issue. Device history record review on lot 16311fn00 did not show any potential non-conformances, or deviations related to the customer observation. Performance testing using a retained sample of the complaint lot indicates that the lot is performing acceptably. Testing of the returned patient sample gave a negative result which aligned with the result obtained by the customer. Additional in process development testing was performed on the patient samples for spike igm, spike igg and total ig. Negative results were obtained for all three tests indicating that the sample is potentially a true negative. In this case, the patient is a 70 year old woman who had symptoms compatible with covid-19 in february. Pcr returned a negative result, but no pcr test date was provided. The sample was tested on (B)(6) 2020 generating a negative result of 0.05 index (s/c) with sars-cov2-igg and a positive result of 2.53 (cutoff 1.6) with virclia. The product package insert advises that patients have different immune responses and the insert states that immunocompromised patients who have covid-19 may have a delayed antibody response and produce levels of antibody which may not be detected as positive by the assay. The product package insert advises that results should be used in conjunction with other data; e.g., symptoms, results of other tests, and clinical impressions. Per product labeling a study was performed using 122 serum and plasma specimens collected at different times from 31 subjects who tested positive for sars-cov-2 by a polymerase chain reaction (pcr) method and who also presented with covid-19 symptoms. The positive percent agreement (ppa) at >/= 14 days post-symptom onset is 100.00% (95% ci: 95.89, 100.00). Five specimens from 1 immunocompromised patient were excluded from the study. When the results from these specimens were included, the ppa at >/= 14 days post-symptom onset was 96.77% (95% ci: 90.86, 99.33. Additionally, review of the manuscript bryan et al. 2020. "Performance characteristics of the abbott architect sars-cov-2 igg assay and seroprevalence in boise, idaho", j. Clin. Microbiol, doi: 10.1128/jcm.00941-20, showed sensitivity data consistent with product labeling. 125 patients who tested rt-pcr positive for sars-cov-2 for which 689 excess serum specimens were available was tested and it was found that sensitivity reached 100% at day 17 after symptom onset and day 13 after pcr positivity. Based on the investigation architect sars-cov-2 igg reagent lot 16311fn00 is performing as intended, no systemic issue or deficiency of the architect sars-cov-2 igg reagent was identified.

Manufacturer narrative:
Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 6r86-22 that has a similar product distributed in the us, list number 6r86-20/30.

Event description:
The customer observed a false negative sars-cov-2 igg result generated on the architect i1000sr processing module for a (B)(6) year old female patient. The following data was provided: architect reference range: less than 1.4 s/c = negative . Virclia reference range: greater than or equal to 1.6 index = positive. (B)(6) initial result = 0.05 s/c (negative), repeat on virclia igg = 2.53 index (positive). Pcr test was negative. No impact to patient management was reported.